Event description:
Healthcare professional reported that approximately three months after an injection performed in the nasolabial folds, marionette lines, oral commissures and upper lip with one syringe of juvederm ultra plus xc that patient experienced "granulomatous bumps" at the injection site and "the glabella where juvederm wasn't injected, but botox was". The patient was also injected with belotero concomitantly. Patient has "chronic sinus problems", and had a "sinus surgery two weeks after symptom onset, which was scheduled prior to injection with juvederm." The injector confirmed that the "sinus infection" was not related to the juvederm injection. Approximately ten days later the injector injected the patient with "saline" as a treatment for the symptoms at the injection sites " to see if it would soften up the nodules", but this was only "slightly" effective. Three weeks later the patient ws treated with "tac 3, 0.5 ml/augmentin." Two weeks later they were treated with additional "tac 3, 0.03 ml". These treatments were reported as to "treat possible biofilm" and considered "yes" effective. Symptom description of "granuloma" was not diagnosed by biopsy. Symptoms were considered probably product related. At last evaluation the symptoms were still present, but "significantly better".

Manufacturer narrative:
The events of "granuloma" and "nodule" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physiochemical and microbiological results (endotoxin, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.